Event description:
It was reported that this patient received an inappropriate shock due to noise/oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. A request for technical services (ts) review was needed. Ts confirmed one untreated and one treated event stored in the device and both events stored noise on the subcutaneous electrocardiogram. Ts noted that all available episodes show non physiological artifacts in combination with baseline shifts. Ts noted that these kinds of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. Ts noted that in case artifacts can be reproduced in the primary and alternate sensing vector, and x-ray images do not reveal a lead issue, replacement of both components should be considered. No adverse patient effects were reported. The system remains implanted.

Event description:
It was reported that this patient received an inappropriate shock due to noise/oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. A request for technical services (ts) review was needed. Ts confirmed one untreated and one treated event stored in the device and both events stored noise on the subcutaneous electrocardiogram. Ts noted that all available episodes show non physiologic artifacts in combination with baseline shifts. These kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. Ts noted that in case artifacts can be reproduced in the primary and alternate sensing vector, and x-ray images do not reveal a lead issue, replacement of both components should be considered. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that this patient received an inappropriate shock due to noise/oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. A request for technical services (ts) review was needed. Ts confirmed one untreated and one treated event stored in the device and both events stored noise on the subcutaneous electrocardiogram. Ts noted that all available episodes show non physiologic artifacts in combination with baseline shifts. These kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. Ts noted that in case artifacts can be reproduced in the primary and alternate sensing vector, and x-ray images do not reveal a lead issue, replacement of both components should be considered. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.